Event description:
It was reported that the compressor did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not power on. There was no patient harm. The reported issue with the compressor failing to power on was confirmed during evaluation of the provided problem description. Service report and pictures are not provided. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's fuse was defective and required replacement. After replacement the compressor started to work properly. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.